Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated thedxc 600 pro chemistry analyzer, and identified the failure mode as a malfunctioning mixer. The fse replaced the replaced orange mixer magnet, brushless mixer motor and controller printed circuit board to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high modular chemistry (mc) glucose (glum) erroneous result on one (1) patient sample on their unicel dxc 600 pro chemistry analyzer. The customer repeated samples on alternate analyzer with results considered correct. The erroneous results were not reported out of the laboratory. There was no report of medical intervention or change / adjustment to patient treatment associated with this event. The customer only verbally provided one high glucose erroneous result.